Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that the patient presented in clinic for follow up after receiving a patient notifier for non sustained ventricular oversensing. Upon device interrogation myopotential oversensing was observed. Physician elected not to make programming changes. Monitoring will continue. Patient condition was stable.